Manufacturer narrative:
Device evaluation: the device was returned and cleaned. A laser fiber break was confirmed via pilot light leakage through the umbilical approximately 30mm above the tube holder.

Event description:
It was reported that during an ablation procedure, the first laser that was opened had a break in the fiber. There were no patient complications reported in relation to this event.